Event description:
Information was received from a health care professional regarding a canadian patient who was receiving baclofen injection intrathecal. The indication for use was reported as unknown. It was reported that the patient experienced seizures, was unwell/malaise, and had an abnormal feeling as the patient's arms were heavy and felt funny. Ime was also reported. No further information was provided at this time.